Event description:
A patient in a study underwent a da vinci-assisted right upper pulmonary lobectomy surgical procedure. The procedure was completed without any surgical complications; there were no da vinci device malfunctions during the procedure. The patient was discharged on post-operative day six. Four days later, the patient recorded a temperature of 38.6 c, for which ceftriaxone 2 grams, a single dose was prescribed. Subsequently, the patient showed no signs of fever, and therefore it remained an isolated episode. The event was reported as resolved the same day. The study investigator reported the event as mild severity, not a serious adverse event (sae), a clavien-dindo grade ii possibly related to the patient's underlying disease status, but not related to the da vinci study device and not related to the study procedure. The patient prior health condition and/or medication of active smoker, emphysema, chronic obstructive pulmonary disease (copd) and undergoing neoadjuvant chemo-immunotherapy may be relevant to this incident.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure.